Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) with bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the stonetome separated and the procedure could not be continued. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.